Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ap5d. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with seven reloads present. The reloads (b, c, d, f and g) were received fully fired. The reload (h) was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Reload b, c, d and e: gst60b, r5ar4z, fully fired. Reload f: gst60b, r5af25, fully fired. Reload g: gst60g, r59k41, fully fired. Reload h: gst60g, r5745l, unfired.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? On (B)(6) 2019 plan for slow progression given unanticipated intraop bleeding from gastric staple line ugi, tomorrow and start clears if no problems. On (B)(6) 2019 stable without clinical signs of bleeding or leakage, ugi today, then start po. Possible dc today. On (B)(6) 2019 pt discharged. (B)(4).

Event description:
User faciltiy medwatch form, #mw (B)(4).